Manufacturer narrative:
The patient developed tmj pain bilaterally and decreased range of motion. The surgeon debrided the joint bilaterally.

Event description:
The surgeon debrided joints bilaterally due to ankylosis.